Manufacturer narrative:
The returned device analysis did not confirm the reported clip open inability issue. The clip introducer was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified in other incident reported from this lot. Based on the information reviewed, a definitive cause for the reported clip open inability and torn clip introducer could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Exemption number e2019001.

Event description:
This is being filed to report the torn clip introducer noted on the return device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. During preparation of the clip delivery system (cds 90702u173), the clip did not open after establishing final arm angle (efaa) therefore the device was not used. Another cds (90610u166) was advanced to the mitral valve however grasping was unsuccessful therefore the cds was removed. One clip (90702u230) was implanted however the mr was unable to be reduced and remained at 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. Return analysis noted the clip introducer (90702u173) was torn. Follow up information was unable to confirm when this damage occurred.